Event description:
Additional information received reported the neurostimulator was reprogrammed around the high contacts and the patient felt okay coverage without any shocking sensations. The physician instructed the patient to contact him with any further issues regarding shocking or loss of stimulation, and a revision could be performed if needed.

Event description:
It was reported that the patient experienced a shocking or jolting sensation which began about a week prior to report. The patient had not been using his implanted neurostimulator for a while and when he turned it back on he began to experience shocking at the lead/extension connection location. There was no known accident or incident related to the complaint. Impedance measurements greater than 20,000 ohms were reported on combinations with 6, 10, and 15, as well as on some combinations with 1. All combinations with 11 are higher than other combinations (approximately 2600 ohms vs. 600 ohms). Low out of range impedance values of 50 ohms were reported on 2 and 3. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Extension model 3708160 (B)(4) implanted (B)(6) 2008 explanted unk; extension model 3708160 (B)(4) implanted (B)(6) 2008 explanted unk; extension model 3708160 (B)(4) implanted (B)(6) 2008 explanted unk; extension model 3708160 (B)(4) implanted (B)(6) 2008 explanted unk; lead model 39565-30 lot# n171372003 implanted (B)(6) 2008 explanted unk; programmer model 37743 (B)(4); recharger model 37752 (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37743 serial(B)(4) implanted:(B)(6) 2008 product type programmer, patient product ID 3708160 serial(B)(4) implanted: (B)(6)2008 product type extension product ID 37752 serial(B)(4) implanted: (B)(6)2008 product type recharger product ID 39565-30 serial(B)(4) implanted:(B)(6) 2008 product type lead product ID 39565-30 serial(B)(4) implanted: (B)(6)2008 product type lead product ID 3708160 serial(B)(4) implanted: (B)(6)2008 product type extension . All codes updated to current standards if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that somewhere around ¿two or three years after they had the stimulation put in, the wires were fraying and it was shocking the patient¿. It was reported that due to the shocking the doctor shut the frayed wires off and just programmed around them. They stated that three or six months later they had to do it again and the third time it happened, it was reported that the patient said, ¿the hell with it and let it go and stopped using it¿. The patient stated that their healthcare provider (hcp) told them that the wires had frayed. The patient stated that they turned stimulation off and stopped using the stimulator and then the hcp put a morphine pump in.